Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had an implantable neurostimulator (ins) implanted in his left hip in (B)(6) 2012. It was reported that after several months, the patient had severe pains in his hip, legs, groin area, back, and stomach. It was reported that the patient took many pain shots, but that nothing helped. The patient reportedly decided to have the ins removed. It was reported that the patient was not told he could have complications or his body may reject the machine. Follow-up was reportedly being conducted with the patient. Additional information was not available at time of current report.